Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was reprogrammed and remains in use.

Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent ventricular undersensing on the right ventricular (rv) lead resulting in unnecessary ventricular pace spike following intrinsic r-wave. The rv lead remains in use. No patient complications have been reported as a result of this event.